Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the pump case was damaged near the top right corner of the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.